Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024, without complications. On (B)(6) 2025, the patient reported having blue colored urine. The physician performed an endoscopy procedure where the orbera365 intragastric balloon system was found deflated. A possible factor that contributed to the balloon deflation is the patient's diet. The balloon was removed, and a new balloon was implanted during the procedure. The patient's condition following the procedure was reported to be stable and there was no additional patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Investigation summary based on the available information, although no product has been returned. As such, physical analysis has not been conducted in our laboratory. However, a media review was conducted, and we cannot confirm event. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."